Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: reboots were observed in the black box download. The battery compartment is cracked alongside of pump. Corrosion observed in battery compartment. Battery cap was not returned for investigation; test cap used for testing. Pump exercised 24 hours with no power issues occurring. Pump leaks at battery compartment. Pump opened and no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 07/09/2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.